Manufacturer narrative:
(B)(4). Method: the complaint iw934 heater head assembly was not returned to fisher & paykel healthcare in (B)(4) for evaluation. The iw934 cosycot infant warmer will not be returning for investigation as the customer plans to repair the unit themselves and return it to service. Therefore, our investigation is based on a photograph and information provided by the hospital, previous similar investigations and our knowledge of the product. Results: the supplied photograph showed the head upper case cracking along the rear end side near the pivot arm area. The head label, made of polycarbonate plastic film, was also damaged. A lot check revealed no other complaints of this nature for lot 060503. The subject infant warmer was released for distribution on 20 may 2006 and is thus already an eight year old unit. Conclusion: it is most likely that the cracking of the subject warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use, a chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the heater head. The infant warmer service manual features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: - the plastic surfaces highlighted in black contain plastic components made from polycarbonate or acrylic, and include the entire heater assembly, bassinet side panels, column cap and front panel fascias - caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, gluteraldehyde or cleaning products with a greater than 30% alcohol base - caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces. Our cleaning instructions recommend specific proprietary cleaning wipes that can be used to clean the front panel fascias and other warmer components.

Event description:
A hospital in texas reported that an iw934 cosycot infant warmer had a cracked warmer head case. No patient consequence was reported.